Event description:
It was reported that the catheter "crashed". Additional information stated that the catheter was kinked while being used on patient. Complaint was made reportable. There was no reported patient harm or consequence from the incident. Another catheter was used successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one 2-l catheter and product lidstock for analysis. No definite signs of use were observed on the catheter. Visual analysis revealed that the catheter contained a flattened portion along the body. The damaged portion of the catheter measured 195mm - 220mm from the distal tip. The overall length of the catheter measured 20 3/4", which is within the specification limits of 19 11/16" - 21 11/16" per the catheter product drawing. The outer diameter (od) of the catheter measured 0.06550" which is within the specification limits of 0.0640" - 0.0690" per the extrusion product drawing. Functional testing was performed per the instructions-for-use (IFU) provided with this kit, which instructs the user, "if 80 cm guidewire is used, insert guidewire into distal lumen until soft tip of guidewire extends beyond catheter tip. Advance guidewire/catheter as a unit through peel-away sheath to final indwelling position, while maintaining control of distal end of guidewire. If 130 cm guidewire is used , insert soft tip of the guidewire through peel-away sheath to desired depth. Thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy". A lab inventory guide wire was threaded through the catheter and was able to pass the undamaged portions with little to no resistance. Resistance was experienced in the location of the kinking. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage.". The customer report of a kinked catheter was confirmed through investigation of the returned sample. Several slights bends were observed in the returned catheter body. A CAPA was previously initiated to address issues of this nature. The catheter extrusions from this kit were manufactured (sep-oct 2022) prior to the implementation of the corrective actions (nov 2022). The CAPA investigation phase indicates the root cause of the issue is manufacturing (extrusion) related. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that the catheter "crashed". Additional information stated that the catheter was kinked while being used on patient. Complaint was made reportable. There was no reported patient harm or consequence from the incident. Another catheter was used successfully.

Event description:
It was reported that the catheter "crashed". Additional information stated that the catheter was kinked while being used on patient. Complaint was made reportable. There was no reported patient harm or consequence from the incident. Another catheter was used successfully.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.